Event description:
A customer observed a falsely elevated trop I result for a pt sample tested on the eciq analyzer. The biased result was not reported. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc complaint.

Manufacturer narrative:
Investigation into this event found that the result did not match results from a previous sample from the pt. Repeat testing matched the result from the original sample. Qc results were acceptable. No analyzer malfunction was identified. The root cause of this biased results is unk.